Event description:
A peritoneal dialysis pt states while he was on treatment he received a supply bag lines blocked error message and realized that fluid was leaking from cassette door area. There is no report of pt ill effect. There is no sample available for evaluation.